Event description:
Reportedly a 3000, 23mm valve leaflet was accidently cut in surgery. Please send a replacement. No additional information has been provided at this time.

Manufacturer narrative:
(B) (4) = valve leaflet was accidently cut in surgery. No product return. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through via telephone call from hvt sales representative. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Requests were made via e-mail for the device, operative report, and additional information, however, no additional information was provided, device was not returned for evaluation.